Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by patient's counsel that his client received a durom acetabular implant on (B)(6) 2008 and was revised on (B)(6) 2009, but no information was provided regarding the revision at this time.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause of event was not provided, but the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).